Manufacturer narrative:
Lead model 3778, lot # v802444003, implanted: (B)(6) 2011, explanted: unk, lead model 3778, lot # v802444002, implanted: (B)(6) 2011, explanted: unk.

Event description:
It was reported that a loss of therapeutic effect occurred following implant. The patient lost stimulation for her right hand and was only getting stimulation in her left hand. The patient had tried both programs available. Additional information received reported the patient had her leads revised and was doing well. During the revision, to resolve the problem, the leads were moved up to c2.